Manufacturer narrative:
For devices implanted prior to (B)(6) 2017 and/or the service app occurred prior to (B)(6) 2017: the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
For devices implanted prior to (B)(6) 2017 and/or the service app occurred prior to (B)(6) 2017: the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. The ipg was replaced to restore effective therapy. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient was without stimulation as the implantable pulse generator (ipg) was inoperable. Prior to becoming inoperable, the patient underwent an unrelated procedure and the ipg was not placed into surgery mode. Attempts to recover the device were unsuccessful. The ipg may be replaced at a later date to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced.